Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the reported issue was not reproduced. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported an unintended movement on universal surgical manipulator (usm) 3. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the unintended motion issue originated from the universal surgical manipulator (usm) 3. The issue did not occur when the surgeon removed hands from the master tool manipulator (mtm). The issue occurred when the instrument was inside the usm. The mtm gravity compensation calibration and test drive was done to resolve the issue. The issue occurred into the first procedure. There was no patient injury.